Manufacturer narrative:
The investigation for the saturated flow has been completed. The product was returned and evaluated. There was biomaterial found wrapped around the impeller. The pump was run in the lab and flow issues were reproduced. The biomaterial moved position while the pump was running. Field log review showed a motor current spike followed by saturated flow. The root cause of the saturated flow was most likely biomaterial.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and there was pump flow saturation with left ventricle signal. An echocardiogram was performed and no thrombus were noted. It was advised that there was a potential for pump failure. The physician contacted cardiac surgeon to develop plan and continued support with current pump. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.